Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds and non capture in multiple positions. A problem with the leadless ipg electrode region was suspected. It was also noted that the leadless ipg could not be released from the recapture cone of the delivery system at one stage. The leadless ipg was not used and replaced by a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Mc1avr1 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1avr1 -delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1 -delsys] (serial: [(B)(6)]). D9: yes product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device was able to be deployed and recaptured. There was resistance when pulling the device by the tether due to the torn lumen and the tether frayed. The lumen torn could cause the tether to stick in lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-08-21: the delivery system was returned to the manufacturer, analyzed, and tested out of specification.